Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 30's (mg/dl), which was addressed by consuming carbohydrates and glucose tablets. Reportedly, the customer's basal rate was programmed too high and was adjusted by the customer's health care provider to resolve the issue.